Manufacturer narrative:
Date sent: 06/18/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure the device was used in dissection and mobilization. A piece of upper jaw was broken during mobilization and found by the surgeon. There was no patient consequence.